Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen intermittently shut off and insulin delivery was not functioning properly. Pump system check with tandem technical support found the pump to be functioning properly; reportedly, customer used the cartridge longer than the labeled 72 hours. However, customer alleged there was a pump issue. Customer's blood glucose was 214 mg/dl.